Event description:
The customer observed falsely elevated alinity I anti-hbs results for multiple samples. Additionally, the customer noted the issue is seen in quality controls but when repeated are within range. No specific patient information or data or comparison data was provided. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found evidence of dirty parts and multiple parts were replaced. Additionally, the valve pressure was out of specification during a valve pressure test. The valve, manifold, dispense 2 way was replaced which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional false elevated results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I did not identify any trends associated with the complaint issue. A review of tracking and trending for the valve, manifold, dispense 2 way did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the valve, manifold, dispense 2 way was identified.